Event description:
The physician was using an extra support wire with an imaging catheter after treatment with the rotational angioplasty system. The imaging catheter appeared to bind on the guide wire and was removed. The guide wire fractured and the distal portion of the guide wire was removed with a snare.